Event description:
The pt has two lead implanted with the same lot number. It was reported the pt is no longer receiving effective stimulation. An sjm rep met with the pt and multiple reprogramming attempts were unable to resolve the issue. X-rays were taken and showed one of her leads has migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.